Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy procedure, the surgeon tried to use the clip applier in surgery, but it didn't fire the staples entirety. Several staples were fired in one firing. The closure was not hermetic for being the staple falls at high risk of bleeding or biliary fistula. In one of the images, the staple were down / oblique. The surgeon had to use another clip applier. The device failed because it was predisposed to hemorrhage and biliary fistula. There were no adverse consequences for the patient.